Event description:
An elective explant of an evoke spinal cord stimulation (scs) system was performed. The evoke scs system was confirmed to be functioning as intended prior to the explant.

Manufacturer narrative:
An elective explant of the evoke scs system was performed. The physician noted the patient has a history of infections, infected ulcers, and sepsis; there was no infection identified at or attributed to a component of the evoke scs system. The evoke scs system was explanted prophylactically. The manufacturing records were reviewed, and the product met all requirements for release.